Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the synchroseal instrument jaw cover was torn. The reported issue occurred after using the instrument for a short while. There were no missing parts that were observed via visual inspection. There was no interference with the synchroseal instrument, and the customer assumed that the reported damage occurred while opening and closing the jaws of the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use and there were no abnormalities that were found. There was no thermal damage or arcing. The synchroseal instrument did not collide with an energy instrument. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have tearing. The tear was split at the jaw and measured approximately 0.145¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the synchroseal instrument jaw cover was observed to be torn.